Event description:
Initial reporter states that the autopulse was deployed on a drowning victim, following bystander manuar CPR that was administered for an unspecified amount of time. Initial reporter states that the coroner's office has reported concerns during autopsy with observations of rib fractures and unspecified injuries that have been found on this patient.